Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: white powder was found on a tube. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The reported failure mode will be monitored for future reoccurrence. Mfg date: 04/24/2016. (B)(4).

Event description:
It was reported that there was white powder found on the tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was white powder found on the tubeset.